Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of ivig was noted to be leaking below the pump near the first valve port of the tubing. No visible crack or tear seen. An unspecified amount of fluid had leaked from the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of leaking below the pump near the first valve port of the tubing was confirmed. Visual inspection showed that the tubing was separated from the smartsite y body valve distal from the pump chamber. Further visual inspection of the tubing and smartsite y body valve under magnification showed signs of insufficient solvent. Functional testing was not performed due to the separation. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The probable root cause of the separation and leak was a manufacturing issue of insufficient solvent being applied at the junction of the tubing and port.